Event description:
A customer site in (B)(6) filed a complaint alleging that discrepant results were generated for one patient when using the cobas ampliprep/ cobas taqman (cap/ctm) hiv-1 test, v.2.0,ce-ivd. The customer stated that the patient is known to be (B)(6) and has been under treatment and monitored for the last few years. They stated that three previous (B)(6) test results were target not detected (tnd). A sample that was tested on (B)(6) 2013 generated an (B)(6) titer of 38,654 cp/ml with the cap/ctm hiv-1 test, v2.0. The physician questioned this result. The sample was then sent to another laboratory and it generated a (B)(6) result with the m2000 abbott test on (B)(6) 2014. The associated us product code is 5212308190 (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).